Manufacturer narrative:
(B)(4). Evaluation of the incident pencil confirmed the activation button sticks in the on position. The root cause was identified as a manufacturing error. The switch dome was inverted and machine malfunction caused the stamping to be misaligned to the plastic switchbase. Additionally, if the pencil becomes deformed during reprocessing, this marginal misalignment could deform the stamping placement, possibly resulting in a stuck button. Subsequent to the manufacture of the incident pencil, corrective action was implemented to prevent improper alignment.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when the coag button was pressed, it stuck in the activated position. There was no injury to the patient.